Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first four staples in the cover block were severely misaligned. The stapler was returned with the trigger not engaged, and there were no signs of biological material on the device. The stapler was received with 38 staples left in the cartridge. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple fully formed and released. Functional testing could not be continued as the stapler jammed after the first fire. The device was disassembled and die casting anomalies were discovered on the forming tool. The saddle spring was attached to the pusher; however, the saddle spring was observed to be crooked. No other defects or anomalies were observed. The anvil was in the proper orientation. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination revealed that the first four staples appeared severely misaligned. Upon engagement of the trigger, the first staple fully formed and released. Functional testing could not be continued as the stapler was jammed and not firing. The sample was disassembled. Die casting anomalies were observed on the forming tool. The saddle spring was observed to be crooked. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: correct d.4 UDI from (B)(4).

Event description:
It was reported " staples were found jamming during use on the patient". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " staples were found jamming during use on the patient". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).